Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
After laparoscopic operation, the customer found the jaw was broken. They confirmed that no broken parts were left inside the patient's body. On (B)(6) 2014 dealer reports doctor was performing a uterine myomectomy. When the forceps was inserted inside the patient's body the doctor tried to hold a tissue with it and opened the jaws, then the jaw came loose. The forceps jaw broke before touching the patient's body/tissue. The doctor inspected the patient's body by detailed visual inspection and is sure that no loose parts remained in patient's body. They did not use an x-ray, since the incident happened under the doctor's visual field, and they saw no loose parts dropping inside the patient's body. Just to be certain, the doctor inspected the patient's body in detail and found no loose parts. No harm occured to the patient. The patient left the hospital as scheduled in good condition. The incident occurred during (B)(6). Hospital reported in (B)(6).